Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the via (B)(6) transmission noise was noted on the right ventricular lead. The lead remained implanted .